Event description:
It was reported that this right atrial lead dislodged and exhibited low impedance. It was also noted that a chest x-ray was performed. This lead remains in service. No additional adverse patient effects were reported.